Event description:
It was reported that the tibial articular surface provisional was identified to be fractured after sterilization following a knee arthroplasty procedure. It is unknown when the device fractured, however, the trial was reportedly indirectly struck with a mallet while the handle was attached to the baseplate during the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom visual inspection of the returned item # 42527000505 lot # 65261167 found it to exhibit signs of repeated use nicked / gouged and the anterior of the post feature has fractured off. Not all pieces were returned. The root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of photographs provided found the device to exhibit signs of repeated use (nicked/gouged) and the anterior portion of the post had fractured off. The device history records were reviewed and no discrepancies were identified. The surgical technique instructs to apply gentle manual pressure without impacting the construct with either a mallet or hand. As the provisional was inserted with excessive force during the procedure and resulted in fracture, the root cause is attributed to user error and failure to follow directions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.